Event description:
The customer reported the sys shutdown and failed to restore. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated nor identified. However, it was found to have no audio boot up. Therefore, the buzzer was replaced. The sys was then found to be operating as intended.